Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling on their own noted. The insulin pump had cracked case at the display window corners, reservoir tube lip, minor scratched and cracked display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that customer received a button error alarm. Customer reported that numbers continued to scroll on their own when attempting to bolus. Customer's blood glucose was 88 mg/dl. Insulin pump would need to be replaced.